Manufacturer narrative:
(B)(6). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the jaw damaged but not broken off? No. Was the top jaw broken off of the device (in two pieces)? Yes. If the top jaw was broken off of the device, did the piece fall into the patient? Yes. If yes, was it retrieved? Yes. Were all components of the device disposed of? Yes.

Event description:
It was reported that during a radical hysterectomy procedure, one of the jaws got broken and the device did not work again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.